Manufacturer narrative:
There were a total of four (4) trestle luxe screws containing two (2) separate identifying numbers utilized in the case. Both are manufactured to the same length and diameter. The difference between the two is one is a variable angle & one fixed angle. It is unknown which part number/description belongs to the two (2) fractured/broken screws. The 71340-14; 4.0 mm variable angle, self-tapping hexalobe screw, 14 mm (ti-6ai-4v eli), 71540-14; 4.0 mm fixed angle, self-tapping, hexalobe screw, 14 mm (ti-6ai-4v eli). An evaluation of the trestle luxe screws is not possible at this time. The removed implants have not been returned for evaluation nor have the identifying lot number(s) been provided.

Event description:
Post op x-rays taken on (B)(6) 2016 found both trestle luxe screws located at the c6 cervical vertebrae had fractured and broke. Revision surgery was conducted on (B)(6) 2016 to remove the entire trestle luxe plating system. The proximal sections of both broken screws were successfully removed, while the distal portions were left in place as they were not protruding anteriorly and positioned deep down within the vertebral body. The trestle luxe anterior cervical plating system was originally implanted on (B)(6) 2015 during an anterior cervical decompression and fusion of the c6-c7.